Event description:
Additional information received. It was reported that the recharger is getting hot and subsequently the recharger is not charging the ins. The caller is not with the pt during the call. The caller states she tried to charge the pt's ins and just got 'no device found' and tried 'try again' and 'recharge' but could not proceed with charging. Tss advised that the caller call back when with the pt and we can try to turn the speed/temp down and also see if we can get the charger to charge the ins--tss noted if necessary we can replace product. Caller will call back, was provided the case number.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot# serial# unknown, product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was about 2 months after implant the charging pad would shocked the pt and the now the pt was unable to charge their implant. Pt said the shocking felt like needles from the ins. Troubleshooting was unable to be performed as pt did not have rtm present. Pts hcp was dr. (B)(6) from (B)(6) (first name asked unknown). The patient mentioned unrelated medical history including pt had a stroke and their left side was paralyzed.